Event description:
Reporter indicated that a pt underwent surgery during which the generator was replaced, due to end-of-service and the lead was replaced because it "wasn't working". It was later reported that the lead was replaced due to a lead discontinuity.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.